Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: during the investigation, the black box history showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime being duplicated. Force calibration testing was passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked.